Manufacturer narrative:
The product has been received for analysis. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that device interrogation revealed this cardiac resynchronization therapy pacemaker (crt-p) was operating in safety mode and recorded codes 0xa 0xa 0xa, indicative of an oscillator mismatch and device resets. A battery longevity estimate from february had estimated approximately three months remained on the battery and emergent device changeout was needed due to increased outputs. Subsequently, this crt-p explanted and replaced. No additional adverse patient effects were reported. This crt-p was returned for analysis.